Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was pacing below the programmed lower rate limit of the implantable cardioverter defibrillator (ICD) device. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) after pacing. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.